Event description:
During evaluation of a returned homechoice machine by baxter (B)(4), 1 increased intra-peritoneal volume (iipv) event was identified through event log review. During night drain cycle 10, the patient's ultrafiltration reading was 1055ml, indicating the home patient (hp) drained 805ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No patient injury or medical intervention is associated with this event.

Manufacturer narrative:
(B)(4). The initial reporter has not reported this event. The correct manufacturing site for this device is baxter - (B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The cause was use error, tidal total uf removal set too low. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.